Event description:
Related MFR report number: 2017865-2025-14214. Related MFR report number: 2017865-2025-14215. It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the atrial lead, right ventricular (rv) lead, and pacemaker (pm). It was also noted that the pm exhibited competitive atrial pacing resulting in inappropriate mode switch episode. No changes or interventions were performed. There were no patient consequences.